Event description:
It was reported to covidien that the unit had a faulty display. Further information reported missing segments in the display.there was no patient harm reported.

Manufacturer narrative:
(B)(4).